Event description:
A distributor report from slovakia indicated that the "t" button on a customer's insulin pump was difficult to press, affecting the pump's control. There was no adverse impact on the customer's blood glucose level, as readings were within the normal range. Technical support assisted the customer by advising on the proper way to press the button, and the pump eventually responded. However, due to the persistent issue, technical support decided to replace the pump with a new unit to ensure proper insulin delivery.